Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump casing was damaged. No additional information was provided. This complaint is being reported because the reported issue was not resolved at the time of contact. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/20/2014 with the following findings: the pump casing was found to be scuffed on the corners, the paint was worn, and the display screen lens film was noted to be peeling. During testing, the returned battery cap was able to successfully power on the pump.